Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance as well as noise. The lead was capped and replaced on 31 dec 2019. The patient was stable during and after the procedure.